Manufacturer narrative:
This event was previously reported to the FDA on an alternative summary report (asr approval #: e2013038b) and is now being submitted on a 3500a form. Additional information received shows that this event is a duplicate of another product event reported under MDR 9615742-2018-01937. This file will be closed and all further updates processed under a separate file for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient has experienced injury, pain, disability, impairment, recurrent urinary tract infections, mesh erosion, umbilical hernia, having lost her g-spot, decreased libido, severe dyspareunia, vaginal dryness, severe yeast infection, hypoestrogenic, hormone pellet therapy, sensation of pelvic floor falling, sensation of something poking her, partner feeling something, mesh exposure with excision, overactive bladder, recurrent stress urinary incontinence, frequency, mixed incontinence, recurrent pelvic prolapse, sexual dysfunction, urgency, recurrent rectocele, sensation of a bulge in the posterior aspect of the rectum, and ventral hernia. The device had been used with avaulta anterior biosynthetic support system, avaulta posterior biosynthetic support system. Post-operative patient treatment included nonsurgical and surgical interventions.